Event description:
Discordant advia centaur cp troponin ultra results were obtained by the customer over a five month time period. The customer has noted that the discordant results were obtained with various advia centaur cp reagent lots over this time period. There is no known report of adverse health consequences due to the discordant advia centaur cp troponin ultra assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse found no system issues that may have contributed to the discordant advia centaur cp troponin results. Siemens has requested additional complaint information from the customer. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications.